Event description:
It was reported that the patient had an artificial urinary sphincter implanted on (B)(6) 2018. The device was activated in early (B)(6) and was initially working well. However, since (B)(6) the patient had gone into acute urinary retention and a uti. The artificial urinary sphincter was removed and during the removal, it was found that the cuff had eroded into the urethra. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.